Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, an application instrument for sternal zipfix was not fully tightening the zip implants causing them to be loose. Procedure outcome is unknown. There is no reported patient consequence. Concomitant devices: zipfix implants (part: unknown, lot: unknown, quantity: unknown). This report is for an application instrument for sternal zipfix. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history records review was completed for part: 03.501.080, lot: 8719722. Manufacturing location: haegendorf, release to warehouse date: (B)(6) 2013. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Service evaluation was completed. The repair technician reported the handle screws were loose and the device required lubrication. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, but was scrapped due to the customer being granted a replacement device. The repaired device will be forwarded to west chester upon completion of the service and repair process. The evaluation was confirmed. Upon review by customer quality, the device was found to be fully operational. Device maintenance is determined to be the cause for the original complaint condition what was repaired by service & repair. As a result of the repair and service evaluation, no further investigation steps are required. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.